Event description:
It was reported that the pump battery was depleting too quickly, causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on managing battery depletion rates, and the customer resumed insulin usage without any problems.